Event description:
A malfunction was reported with the pump, identified as alarm 20, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump.